Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experienced high and low blood glucose level. Customer¿s blood glucose level was 15 mmol/l at the time of incident. Customer took large bolus 3.6 and blood glucose was 25.8 mg/dl. Customer had been using insulin pump system within 48 hours of reported event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.